Event description:
The rptr stated the injector tore the aa4203tl silicone one piece lens as it was advancing towards the eye. There was no pt contact.

Manufacturer narrative:
(B)(4). Eval conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
The product pertaining to this complaint was not returned however, the lens was received and evaluated. The lens was split in half and a piece of a haptic plate was torn off and missing. There was a dark surgical residue on the surface of the lens. (B)(4).